Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having poor communication on the patient programmer (pp). The patient was not able to communicate using the ins recharger (insr). It was noted that the patient had last recharged the ins two weeks prior to the report. No symptoms or complications were reported.